Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type catheter h6: fdc code 22 applies to catheter, fdc code 92 applies to pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained bupivacaine [30 mg/ml] at a dose of 11.99 mg/day and fentanyl [50 mcg/ml] at a dose of 19.984 mcg/day. It was reported that during a procedure for a pocket revision on (B)(6) 2017, the catheter was observed to be frayed. The catheter was partially explanted and revised. The partially explanted catheter was not going to be returned to the manufacturer for analysis. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. There were no patient symptoms reported. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
Device code (B)(4) and patient code (B)(4) no longer apply.

Event description:
Additional information received on (B)(6) 2017 from the hcp via the representative reported the cause of the pocket revision was because the pump moved and was protruding out causing the patient discomfort.